Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16 mm x 4 cm balloon. The balloon was returned detached from the catheter at both the proximal and distal glue joints. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself, likely indicating retraction issues. The segment of the catheter with the shaft and hubs still had fibers bonded on the proximal and distal glue joints on the catheter. Both marker bands were present on the catheter. Kinks were noted throughout the catheter shaft. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The distal marker band was also found to be dislodged on the inner lumen. No other anomalies were noted on the returned device. Functional/performance evaluation: no further functional testing could be performed due to the poor sample condition (i.e. Detached balloon). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The entire balloon was returned detached from the catheter, confirming the investigation for the reported balloon detachment. Additionally, the investigation is confirmed for a marker band dislodgment, as it was noted that the distal marker band was loose on the catheter. The investigation is confirmed for retraction issues, as the detached balloon was returned prolapsed on itself. However, the investigation is inconclusive for the reported deflation issues, as the balloon was not able to be functionally tested due to the returned condition (e.g. Detached balloon). Per the reported event details, the procedure was performed with a stent present. Therefore, it is possible that an interaction with the stent may have contributed to the reported issues. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic trunk, the pta balloon allegedly would not deflate. It was further reported that the pta balloon allegedly detached from the catheter shaft during retraction. Reportedly, the health care provider used a snare device to successfully retrieve the balloon segment from the patient. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic trunk, the pta balloon allegedly would not deflate. It was further reported that the pta balloon allegedly detached from the catheter shaft during retraction. Reportedly, the health care provider used a snare device to successfully retrieve the balloon segment from the patient. There was no reported patient injury.